Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
It was reported that the customer received an altitude alarm during basal delivery after being in the pool. The customer removed and reinstalled the cartridge. Reportedly, there was a temporary delay in clearing the alarm. Insulin delivery was resumed. The customer's blood glucose level was not impacted.